Event description:
The manufacturer has been informed about a voluntary field safety notice/recall regarding the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The patient has reported allegedly experiencing respiratory tract irritation, dizziness and/or headache, and kidney disease/toxicity. No specific medical intervention was mentioned. This information was relayed to the manufacturer through the customer's legal representative. Due to potential legal implications related to this case, further investigation or follow-up cannot be pursued. If any additional information becomes available, a follow-up report will be provided.